Manufacturer narrative:
The purpose of this investigation was to determine the cause for the disassociation of the tibial insert from the tibial base plate. Dimensional inspection and macroscopic analysis were performed on the retrieved insert. Upon visual examination of the as-received legion ps high flexion insert, the proximal articulating areas showed burnishing and abrasive wear. Marks caused by instruments were observed near the patellar recess area and on the anterior surface. A fully locked insert would typically show mild rounding throughout the anterior locking mechanism. The anterior locking mechanism was partially deformed upward suggesting that the insert was not completely engaged into the tibial base and was impinging against the anterior locking mechanism of the tibial base. A curved area of wear and deformation due to the insert riding on the tibial tray anterior locking mechanism after disassociation was observed on the distal surface. Severe deformation and damage of the dovetails due to the insert riding on the tibial tray was observed. Deformation and burnishing due to impingement with femoral cam were observed on the anterior side of the post. Burnishing and deformation due to normal contact with femoral component was observed on the posterior side of the post. The critical dimensions of the insert were checked against the corresponding print using standard operator self-inspection instruments. The gage periphery and anterior lock depth dimensions were within specification. The gage locking detail, a-p width, m-l width, dovetail profile and locking detail profile dimensions could be measured accurately due to the deformations present. The features observed on the insert suggest that the combination of partial engagement of anterior locking mechanism and anterior tibial post impingement may have contributed to the disassociation of the insert from the tibial base. Damage of the distal surface occurred due to the insert riding on the tibial tray after disassociation.

Event description:
It was reported that revision surgery was performed due to disassociation.